Manufacturer narrative:
Unit received with cracked case at display window corners and reservoir tube. Unit received with severely scratched lcd window. Unit received with missing end cap sticker. Unit received with broken reservoir tube lip and battery tube threads. (B)(4)

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that a piece from the reservoir compartment broke off. Customer does not know how damage occurred. Customer's blood glucose was 358 mg/dl. Customer was advised that insulin pump would need to be replaced.